Manufacturer narrative:
The integra meshed bilayer wound matrix (mwm4051) was not returned for evaluation as the product was implanted and it is not available for return as per customer; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined, however, the most likely cause is the underlying condition on the patient. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported an integra meshed bilayer wound matrix size 4x5 (mwm4051) did not incorporate. The matrix was placed on (B)(6) 2024, 2024 in a 60-year old male patient with a diabetic foot ulcer (dorsum). The product worked well on the achilles wound but did not take in the dorsum of the foot. The surface area where the product did not incorporate was 30 centimeters while the size of the product required to reapply to surface area was 5x5 centimeters. The product was removed and replaced on (B)(6) 2024.